Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient¿s blood glucose on an unknown date was 266 mg/dl with extreme thirst and excessive urination. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s delivery settings were not recently changed by a healthcare provider. A loss of prime issue was reported. This complaint is being reporter because the reported health event was attributed to a pump malfunction.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/02/2017 with the following findings: the pump's black box showed loss of prime warnings associated with a low nonzero force. A prime and 24 hour duration test were successfully completed with no issues. The force sensor measured within specifications. The total daily doses added up and correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately. Moisture was found on the pump's printed circuit board.